Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 111 months ago. Aneurysm and vessel morphology at the time of implant is unk. Currently, the iliac vessels were reported to be severely tortuous. It was reported that a recent CT demonstrated that the bifurcated stent graft has migrated 15 cm distally, resulting in a type iii (junctional separation) endoleak between the bifurcated stent graft and the distal aortic cuff (MFR report #2953200-2010-01997). At the time of the event, the aortic neck was angulated anteriorly 20 degrees and reverse funnel shaped, and the cause of the migration was attributed to disease progression and vessel tortuosity. The physician elected to intervene by placing a talent converter and an occluder and then performed a femoral-to-femoral bypass successfully. No additional clinical sequelae reported, and the pt is fine.

Manufacturer narrative:
(B)(4): results: (migration, endoleak), (disease progression with vessel tortuosity).